Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting doctor's office/nurse and pharmacy due to e-5 error message. Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Customer returned 1 test strip only, unable to test. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-018: user has high glucose value. Note 1: manufacturer contacted customer in a follow-up call on 25-feb-2026 to ensure the customer's condition had improved and the replacement products resolved the initial concern - able to establish contact with customer who stated her condition had improved and she did not currently have any diabetic symptoms. The customer stated she had gone to her doctor on 02/23/2026 due to a red rash on her leg, she was not sure if it was caused by diabetes. Customer stated the replacement products resolved initial concern.

Event description:
Consumer reported complaint for error message (e-5). The customer reported feeling symptoms of hungry and weak; medical attention was not needed at the time of the call. Customer stated that she did call her doctor's that day and talked to the nurse about the e-5 error; per customer she had been advised to speak to the pharmacy or to contact the manufacturer. During the call, a back to back blood test was not performed by the customer. Per customer, the product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 05/31/2027 and per the customer the open vial date is 2 weeks ago.